Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the rn called to report multiple possible he (helium) loss alarms. Per the rn, they changed the pump and then reinserted the cables. No blood was noted in the tubing. The rn reported the same alarm on the second catheter. The clinical support specialist (css) spoke to the rn and according to the conversation the he loss alarm was not occurring after the md inserted the second iab. The pump is currently pumping well. The css verified that the catheter was kept for return. The serial number is unavailable; the catheter is already red bagged. Additional info received on (B)(4) 2012, from the css stated that a second intra-aortic balloon (iab) was inserted via the same insertion site and the pump did not alarm again.